Manufacturer narrative:
It was reported that right hip revision surgery was performed. This complaint covers the first right revision. During the revision, the bhr cup, hemi head and modular sleeve were removed. The synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. No metallosis, abnormal fluid, osteolysis, or tissue destruction was noted at this revision. Based on the available documentation, the root cause of the first revision cannot be determined. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: patient identifier, other relevant history, concomitant medical products and device manufacture date.

Event description:
It was reported that right hip revision surgery was performed due to loosening and elevated cobalt and chromium levels.